Event description:
On inspection, the customer found that a glidescope gvl 4 video laryngoscope (reusable) had the camera cover broken off. There was no report of any pt impact.

Manufacturer narrative:
Device eval summary: an inspection showed a variety of damage to the glidescope unit. The camera lens cover was cracked, and the camera cover was missing. The housing was split along the seam; the cleaning cap was missing, and the serial number cover was cracked. The device had been in use for 6 years. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was also issued to all customers to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 05/17/2013, the customer provided a signed acknowledgement of the notification.